Event description:
It was reported that the patient had a 2nd degree skin burn under the indifferent electrode patch. Biosanse webster's recommended indifferent electrode size is at least 124 cm2 or bigger, the customer was using an electrode of only 100cm2.